Manufacturer narrative:
The customer's complaint that the loaner autopulse platform (sn (B)(6)) displayed a fault 41 (patient temperature sensor failure) message was confirmed based on the archive data review but not during the functional testing. Based on the archive, the platform displayed fault 41, confirming the reported complaint. The fault was not replicated throughout the testing at zoll. Nevertheless, the temperature sensor was replaced as a preventive measure, as it may have had intermittent technical issues that could not be directly identified during functional testing. The archive data indicated the occurrence of fault 41, confirming the reported complaint. The autopulse platform passed the functional testing without error or fault. The fault was not replicated during testing, and the platform functioned as intended. Nevertheless, the temperature sensor was replaced as a preventive measure, as it may have had intermittent technical issues that could not be directly identified during functional testing. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the loaner autopulse platform (sn 31799r) displayed a fault 41 (patient temperature sensor failure) message during incoming inspection. No patient involvement.